Manufacturer narrative:
(B)(4). Additional information: as the reported system error was not specified, the evaluation could not verify the reported condition. However, the following alarms were recorded in the event history log during the review: slow flow supply, check patient line, low drain volume, warming solution, check final line. No additional abnormalities were noted during the sample evaluation, as the device functioned within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue could not be identified through an event history log review. A device history review showed no nonconformities, failures, rework or deviations associated with the reported condition, and all release / testing specifications were met. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.